Event description:
Meter name: one touch basic enhanced. Unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. The pt reported the pt "feels like this meter. Has caused harm to pt, because. It feels that it does not work". The meter allegedly was promoting "error 1" or "error 2". The pt is unsure. The result on the pt's meter was 110(units not specified). There were no results from any other source. There was no comparison with any other device. There was no treatment. No further info has been reported.